Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, high capture threshold on the left ventricular (lv) lead was noted. Testing additional lead configurations also resulted in high capture threshold. Diagnostic imaging was performed and confirmed that the lv lead was micro-dislodged. No further intervention was performed at this time due to patient condition. The lead will continue to be monitored only. The patient was stable with no adverse consequences.